Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8703w, lot# l42928, implanted: 1997 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the pump and catheter were explanted due to poor patient compliance. It was noted the spinal catheter was patent ¿as early aspiration of cerebrospinal fluid (csf).¿ according to the healthcare provider (hcp) the reservoir volume was empty and the pump was alarming and confirmed through telemetry. It was further reported the hcp saw the patient on 2014 (B)(6) and it was obvious that his pump had ran out of drug at least 30 days previously. His managing physician felt the patient had repeatedly shown non-compliance putting himself at risk so the pump and catheter were explanted. The cause of the alarm was repeated missed refill. It was noted, the patient did not describe withdrawal symptoms and had been prescribed oral baclofen by his primary care provider prior to the time they thought the pump was out of medication. The patient was not displaying any withdrawal signs or symptoms. The patient¿s status at the time of this report was ¿alive-no injury¿ and the patient was recovering well without permanent impairment. Currently, the patient was doing ¿ok¿ without intrathecal baclofen therapy. The pump was being used to deliver lioresal. If additional information is received, a follow-up report will be sent.